Manufacturer narrative:
Corrected data: d1 and g1.

Event description:
Allergan aesthetics received report from a treatment provider that a patient who received coolsculpting treatment may have experienced paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: upon review of the additional information, it has been determined that there is no alleged paradoxical adipose hyperplasia (ph). This event is considered not reportable to FDA.

Event description:
Additional information was received from the provider, it has been determined that there is no presumed paradoxical adipose hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is received.

Event description:
Allergan aesthetics received report from a treatment provider that a patient who received coolsculpting treatment may have experienced paradoxical hyperplasia.